Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient's wife reported that the patient had a rash on the left hand side of his back and callouses on the right hand side. The wife reported that the patient had been removing the device to use aloe vera on the area before putting the device back on. During a follow up, the patient's wife reported that the patient saw a dermatologist who confirmed that the patient should be using lotion over the skin irritation. The final medical outcome of the irritation is unknown. There was no alleged device malfunction.